Manufacturer narrative:
Qn #(B)(4). The customer did not return a complaint sample; however, they supplied a video. The video shows a PICC being used on a patient. However, the customer reported issue could not be confirmed based upon the poor video quality. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with this kit states the following:"do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations.""warning: open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." The report that the extension line was leaking could not be confirmed through examination of the customer supplied video and without the sample returned for evaluation. The video shows a PICC being used on a patient. However, the customer reported issue could not be confirmed based upon the poor video quality. A device history record review was performed with no evidence to suggest a manufacturing related cause. The probable cause of the reported extension line leak could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the catheter placed (B)(6) 2021 was "leaking from around the pink end". The PICC was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter placed (B)(6) 2021 was "leaking from around the pink end". The PICC was replaced. The patient's condition is reported as fine.